Manufacturer narrative:
(B)(4). An evaluation was performed showing the axsym processing probe was dripping, and error code 3002 had been generated. The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The abbott axsym system operations manual contains daily and weekly maintenance procedures for cleaning the probes and for performing the priming and flushing of the pumps and syringes. The manual also contains multiple probable causes and corrective actions for error code 3002 generation. The probable causes listed include damaged or dirty probe, and dirty or malfunctioning dispense component. The complaint information notes an field service engineer replaced the processing probe, pressure monitoring sensor and the sampling syringe assembly. The fse noted the pressure monitoring sensor had been in use on the axsym plus analyzer for a while, and had failed from normal wear. The fse also noted the sampling probe was replaced, because it was obstructed. A service history review found no additional complaints have been initiated on axsym plus serial number (B)(4), and there have been no additional pm sensor issues on the axsym since the fsr serviced the analyzer and the damaged/obstructed probes were replaced. A review of customer complaints found we have had additional complaints over the last 12 months for this issue. The issue described in the complaint was forwarded to our research and development department and an investigation of the issue was performed. The investigation determined this issue is not a result of a nonconforming part, however, an engineering project was opened to determine if a reliability improvement would be developed to prevent leaking fluid from affecting the sampling syringe assembly and I/o power board area of the axsym. No product deficiency was identified.

Event description:
The account visible smoke coming from the axsym analyzer. The account stated, the axsym pressure monitor sensor drips in the front and smells charred. The account stated the fluid ran over the contact but was not sure at which point. No injury was reported due to the visible smoke.